Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
As the surgeon could not introduce the first blade, he took a second that he also had trouble putting with the impinger. He therefore took the extraction instrument to put the blade. The surgery was prolonged for a few minutes but there was no impact on the patient . Concomitant devices reported: unknown blade (part # unknown, lot # unknown, quantity 1), unknown extraction instrument (part # unknown, lot # unknown, quantity 1). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the pfna blade was returned; however the impactor was not returned. Our investigation has shown that this complaint is clearly against impactor 03.010.040 with lot number 9811063. As this device was not sent back this complaint is rated as unconfirmed. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The received blade shows some scratches and nicks at the shaft. Furthermore we found that the anodized layer is partially disappeared. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. A functional test was performed by the customer quality department according surgical technique guide with the result that the article is fully functional. The blade could be locked and unlocked as intended. Unfortunately we cannot determine the exact root cause of the complained occurrence as the responsible part for this complaint was not provided. Without impactor it is impossible to investigate this complained malfunction. Based on the investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation at this time. (B)(6). The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: mar 31, 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2017, the surgeon had an issue with the impactor regarding the connection to the blade. Once the blade was positioned in the neck, the surgeon could not lock it and the bade had disconnected. To resolve the problem the surgeon used the instrument for proximal femoral nail antirotation (pfna) blade extraction. The procedure was successfully completed. There was no reported surgical delay or patient harm. This is report 1 of 1 for (B)(4).